Manufacturer narrative:
Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that there was no insufficient subcutaneous tissue at the insertion site event (B)(6) 2026. The insertion site was thigh. The infusion set was in use for two days. The blood glucose level was high and the patient was treated with pen.